Event description:
The customer reported, the ventilator shut down while in use on a pt. The customer reported, there was no pt harm. The customer reported, the ventilator did not alarm. The MFR's service tech reported, finding the ac power cord was not fully seated into the back of the ventilator. The service tech reseated the power cord to correct the finding. The service tech reported the ventilator was equipped with a backup battery for use when ac power is absent. The service tech checked the operation of the backup battery which tested to specifications. Upon loss of ac power, the ventilator will switch over to backup battery power to continue operation. Per the esprit operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until battery has 5 mins of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from battery power should be discontinued.

Manufacturer narrative:
Loose power cord.